Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
A report was received that the patient had an abnormal electrical activities recorded on electrocardiogram (EKG). The patient was blaming the system that resulted in emergency room and hospitalization. The bsn representative was unsure if the device caused the patients issue. Device analysis of the battery discharge revealed no anomalies.

Manufacturer narrative:
Additional information was received that no further information can be obtained.

Event description:
A report was received that the patient had an abnormal electrical activities recorded on electrocardiogram (EKG). The patient was blaming the system that resulted in emergency room and hospitalization. The bsn representative was unsure if the device caused the patients issue. Device analysis of the battery discharge revealed no anomalies.